Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es some orders not crossed. The customer stated that the malfunction caused a delay in receiving messages from the cce. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: b5, d1 and d10 upon investigation of the actual device used in this incident, it was determined that orders did not cross over. The technical support specialist (tss) stated that the customer had resolved the issue, and no further investigation was required for this device. The system functioned as intended after the customer had resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available

Event description:
It was reported by the customer that a bd pyxis¿ es server, some orders not crossed. The customer stated that the malfunction caused a delay in receiving messages from the cce. There were no adverse events or injuries reported based on this event.